Manufacturer narrative:
The insulin pump was received with an unexpected grinding motor noise anomaly noted during rewind due to faulty motor. However, all operating currents are within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. The insulin pump had cracked case at the display window corners, minor scratched lcd window, broken battery cap and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the received a no delivery alarm. The customer's spouse stated that the insulin pump made a grinding sound. The customer's blood glucose was 130 mg/dl at the time of incident. The customer's spouse stated that the sound was occurring during rewind and priming. The customer's spouse stated that the insulin pump was not dropped or bumped. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.